Event description:
It was reported that the error 02-006, a possible fluid issue or suction loss occurred. The patient did not appear to move or to be stressed. Through follow-up we learned that the procedure was completed successfully. No further information was provided.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). Device evaluation: product evaluation was performed and the probable cause identified was a component failure -vacuum control assembly. A manufacturing deficiency was not identified, as the system met all specifications prior to release. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. ¿all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.